Manufacturer narrative:
The manufacturer did not receive the explanted device, x-rays, or other source documents for review. Once the product is received and investigated and the result becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the pt underwent revision surgery on (B)(6) 2013, for "hip replacement." The reason why the pt has to undergo revision surgery was not reported. The exact time when the pt received the prosthesis was not mentioned (only reported as "x years"). During surgery, the surgeon noticed some signs of wear of the implant. The explanted device will be sent to zimmer (B)(4) for review.